Event description:
It was reported that the balloon catheter and guidewire became entangled. The target lesion was located in the severely calcified mid right coronary artery. The lesion was predilated then a 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. During removal of the guidewire, the guidewire was kinked and the nc emerge became entangled with the guidewire. The procedure was completed with another of same device. There were no patient complications reported.